Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident and 130 mg/dl. The customer treated high blood glucose with manual injections. Customer states insulin pump also had insulin flow blocked alarm. Customer reports cannula bent. Customer reported that the infusion set tape does not fit properly in the insertion device. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.